Event description:
It was reported that while on a patient the pump alarmed "helium loss." The pump was exchanged off the patient and replaced with another pump. It was reported that there was "less than an hour" of interrupted / delayed therapy. Strips were generated, however, they are not available for review. There were no reported patient complications or injury. The cath lab supervisor reported that "a connection of a pipe in the helium circuit was loose. An adjustment of the pipe was performed followed by a leak proof with a clamped catheter." Additional information from (B)(6) on (B)(6) 2010 stated that the first pump exchanged off patient was returned to service on (B)(6) 2010.

Manufacturer narrative:
(B)(4).